Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes d10: returned to manufacturer on: 25jun2023. H6: investigation summary: unfortunately a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. Additionally a sample was returned to our facility to aid in our investigation. Our engineers have subjected the foreign body to compositional testing, and identified it as azlon (casein). This material is not present in our manufacturing process, and the foreign body was discovered on the third day of infusion suggesting a post-production contamination. Our engineers were not able to reliably determine the nature of the root cause after the conclusion of our review.

Event description:
It was reported that during use with a bd intima¿-ii IV catheter foreign matter was discovered in the catheter. Catheter was replaced, there was no additional report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on the third day after surgery, the nurse administered intravenous infusion and found an unknown floating object in the indwelling needle. The catheter was removed and re inserted.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during use with a bd intima¿-ii IV catheter foreign matter was discovered in the catheter. Catheter was replaced, there was no additional report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on the third day after surgery, the nurse administered intravenous infusion and found an unknown floating object in the indwelling needle. The catheter was removed and re inserted.